Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, zimmer anatomical stem, lot # unknown, catalog #: unknown, humeral head, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was considered confirmed as medical records state there is a loose humeral stem, glenoid wear and explanted, as well as shoulder subscapularis deficiency. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04820, and 0001822565-2019-04575. Location unknown.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, underwent right shoulder revision to inverse arthroplasty approximately 6 years ago due to loosening, micromotion and wear.